Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on 2018-aug-30. It was reported that the patient's pump was placed too high in the abdomen which was causing the patient pain under her rib cage. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient felt her current pump (implanted (B)(6) 2017) "seems bigger" than her previous pump. She stated she was going to have a revision done on (B)(6) 2018 because "of where the pump was implanted." She stated she had been sore at the pump site for a few months because the pump is right at her waist so it is affected when she bends. She noted the soreness was getting worse with time. She also stated it seemed like the doctor implanted the pump incorrectly, she said she thought he implanted it "sideways." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated when they placed her current pump they moved it higher/up around the waist. This resulted in interference with the patient wearing pants. It was noted a revision was performed in (B)(6) 2019 to move the pump. The event date was (B)(6) 2017 {date of implant}. No further complications were reported or anticipated.